Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found g1 board failure which caused no power up. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc determined that this phenomenon was attributed to g1 board failure. The cause of g1 board failure could not be identified, but it might have occurred due to the aging deterioration with passing more than 6 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on at the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.